Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the underside of the set screw exhibited significant radial deformation. Functional inspection: the set screw was able to mate with a sample everest polyaxial screw. Upon review of the part, it was observed that the underside of the set screw exhibited significant radial deformation, suggesting that the rod was not fully reduced by the surgeon prior to final tightening. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level. Post-operative patient activity may have introduced unanticipated loading within the construct, causing the set screw to back out. According to the everest surgical technique, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing.

Event description:
It was reported that an everest set screw at l3/4 migrated post-operatively. During the revision surgery there was a three hour surgical delay as the surgeon replaced the instrumentation. The surgery was completed successfully and there was no harm to the patient.

Event description:
It was reported that an everest set screw at l3/4 migrated post-operatively. During the revision surgery there was a three hour surgical delay as the surgeon replaced the instrumentation. The surgery was completed successfully and there was no harm to the patient.

Manufacturer narrative:
Has been updated from 'xaaf' to 'jvyx' after device receipt. 'Prolonged surgery' has been added to (health impact grid).

Event description:
It was reported that an everest set screw at l3/4 migrated post-operatively. During the revision surgery there was a three hour surgical delay as the surgeon replaced the instrumentation. The surgery was completed successfully and there was no harm to the patient.